Event description:
It was reported that during a rotator cuff repair case, the needle broke while passing suture through the cuff. The surgeon squeezed excessively hard and hit the acromion when the tip broke. The surgeon then made an open incision to look for the tip, but it was not located; the tip was not retrieved. The case was completed with the repair described as strong and finished. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The remaining portion of the device was requested for evaluation, but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. As reported, the most likely cause(s) of this event is the use of excessive force when passing the needle through tissue and hitting the acromion with the needle. On the package, there is a label instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.